Event description:
Pump declared altitude alarm 21, causing concern without impacting the customer¿s blood glucose level adversely. Caller did not report repeated issues with the same pump in the past month, and there was no need to suspend insulin due to the altitude alarm as it occurred on a previous day. Technical support provided tips for preventing future altitude alarms, which the caller understood and acknowledged, allowing them to resume insulin delivery with the original cartridge.